Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported the patient was experiencing uncomfortable stimulation and that the patient's lead had migrated. As a result, surgical intervention was undertaken at an unknown date wherein the scs system was explanted to address the issue.